Manufacturer narrative:
The information in this report was provided by (B)(6) to stryker (B)(4). No additional information is available at this time, however it was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the hip was placed at the medical center (B)(6) in 2004. This hip was removed on (B)(6) 2009 because of continuous pain complaints.